Manufacturer narrative:
H-6 results code: conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all in process and finished goods release criteria. A visual inspection of the device was completed by ethicon personnel at the hospital. This evaluation was limited to an external visual inspection and all parts of the device appeared to be present. With out the return of the catheter for further evaluation no conclusion can be drawn at this time. Should the catheter be returned as requested or additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient was undergoing a robotic mitral valve repair procedure. The catheter was prepped and functioned as expected. The catheter was inserted and functioned appropriately throughout the case, which lasted approximately 8-9 hours. At the end of the procedure when the anesthesiologist removed the catheter, he noted that the distal end of the catheter, which included the balloon had broken off. The patient remained sedated and was moved to the cardiac catheterization lab for retrieval of the retained piece. An interventional cardiologist was able to remove the detached portion of catheter form the pulmonary artery with a guidewire grasper. The patient was discharged for days later. In 2006 the patient was re-admitted for pneumonia and pulmonary edema. The surgeon felt that this was unrelated to the above. A CT scan durign this admission showed a possible foreign body or possible blood clot in the area where the catheter tip was previously removed. No further information has been provided by the account.